Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Patient reported "encapsulated prosthesis, capsular contracture baker grade unknown and an inflammatory process" and "recall". Patient later reported "implant compatible with irregular capsular prominence, which may be related to capsular contracture", "breast pain, breast hardening, sensation of stiffness, difficulty performing physical activity, and limitation of upper limb movements", "recall due to their association with a higher incidence of complications such as capsular contracture and increased risk of bia-alcl", "thick, fibrotic, and adherent capsules were observed, as well as rigidity of the periprosthetic space" and "functional limitation and capsular inflammation". Healthcare professional later reported "pain, stiffness and change of shape. Baker's grade of capsular contracture: IV". This record is for the right side. The device was explanted. The device was discarded.